Event description:
It was reported that the doctor had a preloaded intraocular lens (iol) with a crack at the haptic/optic junction. It is unknown if the lens contacted the patient¿s operative eye, right side. Account indicated that the backup lens was used to successfully complete the procedure. Visual acuities provided as follows: 20/30 pre-operative and unknown post-operative. The patient has fully recovered. The lens was discarded. No further information was provided.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 09/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022.